Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was partially capped due to noise. The pace/sense portion of the lead was capped, but the shocking coil remains active. Should additional information become available, this file will be updated.